Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted to be implanted. When the lead was positioned, the helix was extended but it did not seem to fixate into the tissue. However, the helix could not be retracted and the lead did not move out of place, so it was tested. The pacing threshold measurements were high, with no capture observed, and the pacing impedance measurements were greater than 3,000 ohms. The lead was removed and another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.